Manufacturer narrative:
(B)(6) 2017 - we received an additional data analysis. After the initial and final report had been sent, data for analysis were submitted. The device was not returned for analysis. The analysis is therefore based on the returned device data and the existing production documents. The manufacturing process of this device was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. A performed standard final electrical test documented proper device behavior. The device data were analyzed. However, the cause of the clinical observation could not be determined based on the available data. In particular, there were no recorded iegms from the time of the event. If additional relevant information should be available, the incident will then be updated accordingly.

Manufacturer narrative:
The device is not available for analysis at present. A conclusion about the clinical observation is not possible at this time. We do not have any additional information nor do we expect to receive any further data. The incident is thus closed. However, if we do receive further information in the future, the incident will be reopened and the investigation will be continued.

Event description:
During nose surgery to stop epistaxis the patient received an inappropriate shock due to emi. The patient was hospitalized and received cefuroxime. A nasal tamponade was placed. The patient had an extended time in the hospital, but was discharged home and the event is considered resolved.